Event description:
Reportedly, the touch panel did not work. Upon, restarting the unit the issue was temporarily resolved. The same issue recurred after a day. There was no pt involvement in this case.